Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Procedure: the patient had right hip replacement history outside cors scope. Patient underwent right total hip revision (B)(6) 2018. Only head exchange. The patient had a second dislocation and subsequent radiographs demonstrated an interval change in the position of the acetabular hardware with fracture of the screws consistent with a loose component. The patient underwent revision of right total hip. Cup, liner and head components exchanged (B)(6) 2019.